Manufacturer narrative:
The 26mm commander delivery system was returned after used in procedure. The delivery system was locked with 50% fine adjustment and unflex. The delivery system was evaluated, and the following was observed: inflation balloon burst in longitudinal tear. No missing pieces was observed. No other abnormalities observed. A review of imagery provided showed the following: calcification was observed on the native valve/leaflets and annulus; balloon burst when the inflation balloon was fully inflated. Dimensional analysis was performed and the inflation balloon single-wall thickness was measured along the edges of the burst location. All measurements met specification. Due to the nature of the complaint (burst balloon), no functional testing was able to be performed. The complaint was confirmed through visual inspection. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was confirmed by visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, ''patient had a 23.7 mm average diameter stj with a nodule of calcium''. Per imagery review, patient had calcified native valve/leaflets and annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Available information suggests that patient factors (calcification) contributed to the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, the commander delivery system balloon ruptured at the end of inflation. The device was prepped per instruction for use (IFU) with no extra volume added. The device was removed through the sheath with no injury to the patient or damage to the sheath. The valve was implanted and moderate leak was noted on angiogram and post-dilatation was performed to resolve the leak. The patient is stable post procedure.